Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 75 ml/hr. An unk amount was delivered in 22 hrs (45 ml/hr effective delivery rate). Rptr stated the pump would run for 15 mins, then alarm "low-flow". This pump does not have a "low-flow" alarm. There was no illness, injury or medical intervention resulting from the event.